Event description:
Additional clinic notes were received on (B)(6) 2012. The notes were dated (B)(6) 2012 and indicated that the patient was still experiencing some protrusion which was quite uncomfortable. The patient was also experiencing some neck pain. No further interventions were planned at that time, however it was noted that the surgeon would perform another surgery if the patient desired. Additionally it was noted that they may consider a chest x-ray however it is unclear if this has occurred. The patient remains on pain medications. All attempts for additional information have been unsuccessful to date.

Event description:
Additional clinic notes were then received on (B)(4) 2012. The clinic notes, dated (B)(6) 2012, indicated that the patient continues to experience neck discomfort and that the protrusion of the lead is uncomfortable. It was stated that the lead wire had moved slightly more medially. At the appointment on (B)(6) 2012, the settings were increased to 1.25ma additionally it was noted that the patient had 4 seizures. It was reported that the patient's symptoms were first noted on (B)(6) 2012 with slight swelling and protrusion of wires. The repositioning surgery did not significantly improve the patient's symptoms as he is still experiencing slight discomfort with slight protrusion. There was no reported trauma or manipulation which was known to have caused the issues.

Event description:
It was reported that the patient was experiencing swelling at one of the incision sites following vns replacement surgery. The patient underwent exploratory surgery and it was noted that the patient had a seroma however a later reported indicated a hematoma. The patient was also noted as experiencing slight neck pain and it was felt that the vns lead was slightly "stretched" resulting in "discomfort with extension and lateral movement of the neck." The patient will reportedly be seeing the surgeon again for "the shortened wire of the vns implant to the neck as it is coming out very obvious and caused discomfort on lateral movement and extension of the neck." Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient was still experiencing pain following the lead repositioning. The patient has a slight uncomfortable feeling all the time which is more extended and obvious in his neck which is aggravated with bending and turning. It is likely that the patient will have an additional surgery but the surgery had not occurred to date. There is no malfunction suspected.

Event description:
Additional information was received that the patient had surgery. Pre-operative and intra-operative diagnostics were within normal limits. The patient reported pain when he moved his neck in any direction especially upwards. There was significant scarring about the lead. The lead was freed from the scar tissue and the patient was closed. Diagnostics were run following the surgery prior to leaving the operating room and they were within normal limits. There was no product that was replaced.

Event description:
The neurologist provided additional information on (B)(6) 2013 on the patient's swelling and hematoma. This occurred in the anterior chest area. These events were believed to be related to the implant procedure and it was indicated that both were "better". There was no manipulation or trauma which was believed to have contributed to the events. Clinic notes from (B)(6) 2013 were also received indicating that the patient would be referred to the implanting surgeon due to discomfort from the vns. The patient's settings were also reduced on that date to 1.25ma for the normal output current and 1.5ma for the magnet output current. The patient was referred for and underwent another lead repositioning procedure on (B)(6) 2013. Diagnostics on the date of surgery were within normal limits, approx 3200 ohms.

Manufacturer narrative:
.